Manufacturer narrative:
(B)(4). The device was not returned for evaluation and data was not provided. The complaint cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia and seizures; however a root cause for the reported events cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring system (cgm) and the blood glucose (bg) meter and a hypoglycemic event requiring medical intervention on (B)(6) 2015. The patient stated that he went for a walk around 11:00am to attempt to lower his bg as it was at 300mg/dl. Patient was on the phone with a friend and the friend told the patient that he did not sound right. Patient headed home, making it to his yard where he collapsed. Patient's parents were there, saw him collapse, called emergency medical technicians (emt), and went outside to find patient was having a seizure. Emts arrived, removed the patient's cgm before getting into the ambulance. While being transported the hospital emt's administered glucagon to attempt to raise the patient's bg to 180mg/dl as his bg was at 35mg/dl when they arrived. Patient arrived at the hospital around 12:30pm and was monitored until 6:30pm. The patient was released and taken home by his father. No additional event or patient information is available.